Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5388827 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. 1 used set was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to (B)(4), the returned sample test passed functional test: underwater flow, according to wi (B)(4), the returned sample, does not test passed, one set was found with pcc connector needle clogged (by insulin) functional test: underwater leak, according to wi version 1, the returned sample, test passed on the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test on the functional test: air leak, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: the 5388827 was manufactured according to the wi (B)(4) manufactured in the multivac 09 and multivac 12, on 17/may/2022, with a total of (B)(4) units. A batch assembly review was conducted resulting in the following: the lot 5390348 was assembled according to wi version 23 on-line inspection for assembly of quick set on 16-may-2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Trending: a query was run in database on 10-mar-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing).and lot 5388827 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples and reference samples, no issue related to leak, however one set is found with soft cannula with pcc needle connector clogged (by insulin), harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 01-aug-2024 infusion set leaking were at quick release after insertion. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.